Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to stent graft migration, endoleak, reoperation.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of a chronic type b dissection using gore® tag® conformable thoracic stent grafts with active control system with 1 debranch bypass. The physician was planning to treat the chronic type b dissection by three steps. The first procedure is tevar to cover an entry and to expand a true lumen (performed on (B)(6) 2021). The second procedure is to embolize the left subclavian artery and the entry. The third procedure is to cover a re-entry from the common iliac artery. On (B)(6) 2021, the tgmr373715j was implanted at the left common carotid artery. It was reported that during the deployment, the tgmr373715j device moved distally about 5mm due to the tortuosity of the thoracic aorta. An angiography imaging revealed a proximal type I endoleak. The tgmr373710j endoprosthesis was inserted to treat the proximal type I endoleak. However, the tgmr373710j was not able to deliver to the proximal site of the tgmr373715j. At the end, the tgmr373710j was implanted from inside of the tgmr373715. The entry was not able to cover. Final angiography identified that the minor proximal type I endoleak remained. But the physician decided to monitor it. The procedure concluded and the patient tolerated the procedure. The physician stated that the cause of unable to deliver the tgmr373710j was that the abdominal aorta and the descending aorta was tortuous. And he said the second procedure is going to be performed as planned.